Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced ruptured tubing. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 21023140 on (B)(6) 2021 while compounding chemotherapy the tubing broke at the part that is more elastic (normally has a blue shield piece that goes over it). Tubing was kept, but does contain chemotherapy.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2021. H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Upon examination of the infusion set, it was observed that the silicone tube of the pumping segment was separated from the upper pumping segment fitment. Inspection of the components under magnification did not indicate any physical damage to the parts. The silicone tubing did not have any evidence that the retaining ring was on the tubing, and the retaining ring was not submitted with the sample, however, the customer did provide a photo that shows that the retaining ring did come with the retaining ring initially. A device history record review for model 2426-0500 lot number 21023140 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the component damage seen in this complaint is that the silicone tubing segment was not inserted completely onto the upper pumping segment and was easily separated. Under magnification there was no evidence that the retaining ring was in contact with the silicone tubing sufficiently and therefore the tubing was able to separate from the upper pumping segment even with the retaining ring as a part of the assembly. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21023140 regarding item #2426-0500. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced ruptured tubing. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: 21023140. On (B)(6) 2021 while compounding chemotherapy the tubing broke at the part that is more elastic (normally has a blue shield piece that goes over it). Tubing was kept, but does contain chemotherapy.